Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a lapidus procedure with plates and screws. It was reported after plate placement and drilling, the locking screws were implanted. It was reported that during a final stability check two screws were found to be broken at the junction of the head and the shaft. The construct was removed and new plates and screws were implanted which added 15 minutes to the procedure. Fragments from the two broken screws remain in the patient's bone. No additional patient complications were reported.

Manufacturer narrative:
Pictures were provided for review which confirmed that the screw heads fractured from the screw body.